Manufacturer narrative:
The insulin pump was received with a blank non-flashing white lcd display with vertical white lines due to cracked lcd glass. Unable to verify missing segments/partial display due to blank display. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. The pump also received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 65 mg/dl at the time of the incident. The customer states pump vibrated but there is a white banding over the screen only can make out the alarm. The customer states pump is missing part of the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.